Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-04543. The pt received two leads with different lot numbers. It was reported the pt felt a tug recently near his ipg site, and since the incident the stimulation was intermittent. The sjm rep met with the pt and determined the lead had multiple contacts with low impedance. The system was reprogrammed, and it was reported the issue was resolved.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.